Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. Csooolu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and asthma. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("rlq (right lower quadrant) and llq (left lower quadrant) pain, which worse with walking"). The patient was treated with surgery (bilateral salpingectomy performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown, the genital haemorrhage was resolving and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details: the device was in good position with 5 trailing coils on the left side. The procedure was repeated on the right side with 4 trailing coils. It was informed that abnormal bleeding improved after healing of removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: no spillage was demonstrated post essure placement. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower (confirming pelvic pain). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. Csooolu; cs000lu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and asthma. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("rlq (right lower quadrant) and llq (left lower quadrant) pain, which worse with walking") and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menorrhagia outcome was unknown, the genital haemorrhage was resolving and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: insertion details: the device was in good position with 5 trailing coils on the left side. The procedure was repeated on the right side with 4 trailing coils. It was informed that abnormal bleeding improved after healing of removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: no spillage was demonstrated post essure placement. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain lower (confirming pelvic pain), menorrhagia (confirming genital haemorrhage). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet (pfs) and medical records (mr) received: reporter and patient¿s information were updated. Insertion date of essure, indication and lot number were provided, and the events ¿genital bleeding¿, ¿abdominal pain lower¿ and ¿menorrhagia¿ were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. Csooolu) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, asthma and bacterial test positive. Concurrent conditions included menorrhagia, dysfunctional uterine bleeding, dizziness, muscle weakness, fatigue, weakness, epigastric pain, nausea and vomiting. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), dizziness ("neurological conditions or problems type: dizziness") and fatigue ("fatigue"). On (B)(4)2014, the patient had essure inserted. On (B)(4)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding, (vaginal,") and menorrhagia ("abnormal bleeding, menorrhagia"), 2 months 16 days after insertion of essure. In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("rlq (right lower quadrant) and llq (left lower quadrant) pain, which worse with walking") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy performed on (B)(4)2017). Essure was removed on (B)(4)2017. At the time of the report, the pelvic pain, nausea, dyspareunia and abdominal pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and weight increased was resolving, the abdominal pain lower had not resolved and the migraine, headache, dizziness and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: the device was in good position with 5 trailing coils on the left side. The procedure was repeated on the right side with 4 trailing coils. It was informed that abnormal bleeding improved after healing of removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(4)2015: results: no spillage was demonstrated post essure placement. Pathology test - on (B)(4)2017: surgical pathology report: specimen description: a. Right fallopian tube. B. Left fallopian tube. Gross description: the specimen is received in two (2) parts, both in formalin containers. Part a, labeled right fallopian tube consists of a tubular segment of tan-red soft tissue measuring 3.6 cm in length x 0.4 cm in diameter. Totally embedded in one cassette in cross sections. Part b, labeled left fallopian tube consists of a tubular segment of tan-red soft tissue measuring 4.5 cm in length and 0.5 cm in diameter. Totally embedded in one cassette in cross sections.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: abdominal pain lower (confirming pelvic pain). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: new pfs received- new events added: abnormal bleeding, (vaginal, menorrhagia), migraines / headaches, nausea, neurological conditions or problems type: dizziness, dyspareunia (painful sexual intercourse), fatigue, weight gain, abdominal pain were added. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.